Event description:
It was reported that, "the procedure did not go well due to the fact that the fiber broke at the end of the hand piece. The doctor had been lasing for about 10,000 joules when the fiber snapped. The pop startled the physician, who did get a burn mark on his right hand glove, but no burn marks to his skin. All indications are that the doctor had the fiber under his palm while holding the hand piece and may have put too much pressure on the stress joint of the fiber. This is what we believe caused it to break. The physician finished the case with a traditional turp. "This information is documented as reported to trimedyne.

Manufacturer narrative:
Fiberoptic break/separation. No consequences or impact to patient